Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). When asked to clarify the "device not working" comment, the hcp stated it caused the patient pain and the patient said it wasn't working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device was not working and it shifted. They were having another procedure on wednesday. The stimulator had moved. It was not laying flush anymore and it was laying sideways. The new kidney doctor was going to go in and take it out and see if they were okay without having it in there for a little while. The issue started about a year ago. They went back and forth to the doctor and when they would show the doctor about it, it was uncomfortable to sit on because it was sideways and you could feel it going up and down and it was all hard and knotted up around it. The surgeon that put it in said it was communicating right but it was really uncomfortable. When they mentioned it to the new kidney healthcare provider they said they could take it off and replace it with a new one that they were going on to put in. They know that having it out was not going to help her because of why they has it implanted to begin with. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). When asked to clarify the statement "the device was not working" the hcp noted "device not working." They also noted it was unknown if this issue was caused by normal battery depletion. The hcp noted that the cause of the device not working was not determined and the likely cause of the issue was unknown. They noted the cause of the ins not being flat against the skin was unknown and the likely cause was also listed as being unknown.